Event description:
Olympus was informed that a new staff at the user facility was not reprocessing the endoscope's biopsy port, and instrument channel in accordance with instructions for use since (B)(6) 2013. A olympus endoscopy support specialist has provided an in-service training to the facility staff and reviewed the appropriate reprocessing of the device. There were reported patient infections at the user facility, but no specific details were provided. The user facility is recalling patients going back as far as (B)(6) 2013. No further details were obtained.

Manufacturer narrative:
No device was returned to olympus for evaluation. There was no specific model or serial number of endoscope was provided by the user facility. The exact cause of the reported event could not be conclusively determined. If add'l and relevant info becomes available at a later time, this report will be supplemented.